Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Performed service and repair functions. Reviewed service history. Attached box label and fms vue final testing, software upgrade was not needed. Replaced damage irrigation's pump head roller assy. To correct issue. The unit passed all diagnostic tests, functional tests, and is fully operational. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a shoulder arthroscopic surgical procedure, it was observed that the fms vue pump device had a high pressure warning and error; and that the pressure climbed. There was a ten minute delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. It was reported that there was no patient harm of any kind, no extravasation, no excessive swelling, and no need for intervention. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.